Manufacturer narrative:
(B)(4). The device was manufactured june 16, 2015 - june 18, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cap detached from the line of a large volume infusor, leading to a leak. This was noted when the device was removed from its overpouch. There was no patient involvement. No additional information is available.